Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 8477814. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient had ineffective stimulation with their drg system. As such, patient had the system explanted and replaced with an scs system. Reportedly, the patient now has effective stimulation. The investigation did not determine which lead resulted in ineffective stimulation.